Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: MFR reference report: 1627487-2019-04303, and 1627487-2019-04304. It was reported that the patient had undergone a revision surgery. The reason was not given.

Event description:
Device 1 of 3: MFR reference report: 1627487-2019-04303, and 1627487-2019-04304. This device was inadvertently reported on. The reason for the surgery was ineffective therapy due to lead migration.